Manufacturer narrative:
Patient information was not provided. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 240mg/dl on the contour ts and increased her insulin from 10 units to 25 units. Normally she takes 10 units of immediate acting insulin, metformin and tradjenta. Shortly thereafter, she experienced symptoms consistent with low blood glucose: blurred vision, trembling and sweating. She went to the hospital for medical assistance where she was given medication and coke to raise her blood glucose. Further information was not provided. Her blood was tested afterwards and the result was 160mg/dl. The strips were not expected to be returned. A new meter was sent to the customer.